Event description:
It was reported that an ilet user with an iphone 12 was unable to scan and pair an fsl3+ cgm sensor with the ilet app despite guidance to reinstall the app, toggle cgm settings, and scan using the back of the phone near the camera; attempts to scan with the cgm manufacturer¿s app were also unsuccessful, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the phone/app and sensor consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.